Manufacturer narrative:
Per the clinic, it is now reported that there was no infection. Minor redness was observed near the incision and oral antibiotics were given as prophylactic. This report is submitted on september 8, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the audiologist, the patient developed an infection at the incision site and was treated with antibiotics (specific type, date, and duration not reported). The implanted device remains.